Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) e-pro: lot# 11886209 was manufactured from may 19, 2022 and was assigned an expiration of may 2025. (B)(4): lot# 50010206 was manufactured from february 3, 2022 and was assigned an expiration of february 2025. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) part: lot# 12k-otnc-22 was manufactured from january 23, 2023 and has no expiration date. Lot# 12k-otmw-22 was manufactured from january 23, 2023 and has no expiration date. Kit: lot# 12k-otmz-22 was manufactured from january 23, 2023 and has no expiration date. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) (B)(4): lot# 940122 was manufactured from january 2022 and was assigned an expiration of january 2027. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) (B)(4): lot#mc8891 was manufactured from february 23, 2022 and was assigned an expiration of february 23, 2025. Supplier ((B)(4)) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) (B)(4): lot# 522-1299 was manufactured from may 12, 2022 and has no expiration date. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient experienced thrush (per provider)had a reaction to the tapiii that was issued. It is unknown when the device was issued to the patient (sometime in (B)(6)). However, the reaction was noted (B)(6)2023. The patient states "taste buds raised like a strawberry, it was very painful, and I experienced a "burning sensation" which made it feel scorched and unable to tolerate food or drink." The device was discontinued (B)(6)2023. The patient required seven weeks of treatment with magic mouthwash, triamcinolone, and a round of nystatin for the thrush. The patient has a medical history of rheumatoid arthritis, gerd, and hypertension. For these the patient takes methotrexate, embrel, losartan, lipitor, protonix, celebrex and carafate. With regards to the device: it is unknown if or how it was treated prior to delivery. But the patient used a denture cleaner (as directed).

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7 is not applicable as the device is manufactured by prescription and not implantable. This complaint will be kept on record for tracking and trending purposes.